Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator frequency will only go to 14.9 on high end and seems to fluctuate a bit. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite cannot duplicate the reported problem. Verified that the frequency in power module and voltage was within manufacturer specifications. Adjusted frequency display to be closer to be at 15 hz . Tested oscillator unit passed all test performed and was back into service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.